Event description:
The hospital reported that during the saphenous vein harvesting procedure, fluid leaked out of the handle of the uniport plus. The procedure was completed with the same device. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: using a syringe, the scope washer line was pressurized. When pressurized, water leaked from the handle. Visual inspection of the disassembled handle shows residual adhesive on the grid rigid tube. The complaint is confirmed.